Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the device fell off event. Device (B)(4) was received and inspected; due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about this device could not be confirmed.

Event description:
The patient reported that the v-go fell off after 14 hours of application. The patient wears the v-go on her thigh. The patient thinks this happened because patient did not run her finger along the edges of the adhesive pad. Patient stated there was no excess sweat or movement.